Manufacturer narrative:
We have inspected the qc documents of the lot and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As soon further essential information get available a follow-up medwatch form will be filed. This is report 1/2.

Event description:
Patient scheduled to complete a surgical procedure for fracture of the anterior pelvis and posterior acetabulum. During the development of the surgery, the doctor requires drills with a diameter of 2.5 mm, short and long, to perform the brocade procedure, measurement, and later implantation of the cortical screws with a diameter of 3.5mm and plate fixation. After having implanted the second screw and when the doctor was preparing to drill for the implantation of the third screw, the spiral drill with a diameter of 2.5 mm, length 220 mm (reference: (B)(4)) splits, leaving the tip at bone level within the patient. The doctor tries to extract the fragment of the drill bit that is in the patient, but it is not possible because he had a comminuted fracture and in addition to this he has to reposition the location of the screw to be implanted. The doctor continued with the surgery, so he required the spiral drill, diameter 2.5 mm, length 305 mm (reference: (B)(4)) to be able to continue, but when he was drilling for the implantation of the last screw of 12 implanted, this other drill bit also breaks and like the previous one, the tip remains at the bone level inside the patient.